Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the balloon was not working. As per additional information received on 22april2016, the reporter alleged that the balloon would not inflate. There was no reported patient injury or adverse event.